Event description:
During a coronary stent procedure, the physician experienced difficulty withdrawing the balloon from the stent after successful deployment at 14 atm's. After some manipulation the delivery device was removed without incident. No pt injuries or complications occurred.